Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 on the home choice (hc). The technical service representative (tsr) explained the se 2240 to the home patient (hp) and had the hp cycle the power on the hc. The se 2367 followed on the hc. The tsr had the hp close all the clamps and turn the hc off. The tsr explained both the system errors to the hp. The tsr advised the hp must start over with all new supplies and the hp understood. The hp stated that she did not know why the hc would alarm with se2240 when she didn't do anything different. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. If additional relevant information is received a follow-up will be submitted.